Event description:
The olympus sales representative reported (on behalf of the customer), that there was a bad image while using the evis lucera elite bronchovideoscope. The issue was found during inspection for use, and the intended procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image was displayed due to broken scope connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) medical center. The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on suction connector, the image was not displayed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: adhesive on the bending section cover had a chip, suction connector had a scratch, control unit had a scratch, grip had a scratch, up/down angulation lever plate had a scratch, angulation lever had a scratch, switch box had a scratch, universal cord had a scratch, scope cover unit had a scratch, insertion tube rotation ring had a scratch, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side caused the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images except bf-mp290f are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.